Event description:
The device was appllied during a laparoscopic hernia repair. Reportedly, pneumoperitoneum leaked from the device. The surgeon aplied during device to complete the procedure. The hosp has reported no pt injury.

Manufacturer narrative:
11/5/96. Device evaluation indicated and codes in h3 and h6. Additional data entered in d9.